Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with two reloads present; reload b was received fully fired and with the cartridge damaged and the pan partially detach. Reload c was received unfired. One possible cause for the damage to the cartridge is the device being clamped over a hard object. When this happens the cartridge gets indented. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could be fired at the first and the second stroke of the first firing properly. However, the firing trigger became not to be grasped completely at the third stroke of the first firing. The doctor tried to grasp the firing trigger several times, but the firing trigger could not be grasped. Finally, the jaw was released with the manual release lever. As the staples of the acral part were unformed, another new device and a new cartridge were used to cut the anus side of the site again and fired without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.